Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that the battery cap was "gritty". It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the case seal to the bumper pad. Moisture corrosion was observed inside the battery compartment. The returned battery cap was intact; however, the yellow o-ring was missing. The battery cap was able to be fully secured to the pump. During testing, the pump was not able to be powered on. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found inside the pump on the force sensor circuit.